Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the leadless implantable pulse generator (ipg) moved and lost capture. It was further reported that the patient coded due to the non capture. The leadless ipg was explanted and replaced. No further patient complications have been reported as a result of this event.